Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged that there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the black box revealed no activity related to the temperature complaint. There was no visible damage to the battery compartment or battery cap. The pump was exercised for 24 hours with no overheating or duplicated alarms. The pump electrical draws measured within specifications. The pump was opened and no moisture or damage was observed inside the pump.